Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold, and the initial drain alarm setting was inappropriately programmed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The cg stated that she called the registered nurse (rn) but there was no answer. The technical service representative (tsr) explained the meaning of the alarm. The tsr reviewed the programming and it was set to continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 12l, a total time of 9 hours, a fill volume of 2.4l, a last fill volume of 2l, and a dextrose setting of same. The total ultrafiltration (uf) equaled 4357ml. The cycle 4 uf equaled 2731ml, the cycle 3 uf equaled 294ml, the cycle 2 uf equaled 1060ml, and the cycle 1 uf equaled 236ml. The patient was using 2.5% solution. The patient had had the hc approximately 3 weeks. The cg would continue to try and reach the rn. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.